Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the o-rings/stopper groove for anomalies, and none were found. Ran basal, bolus leaking test, and no leaks were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that there was fluid inside her insulin pump. Customer reported the reservoir leaked inside the device. Customer's blood glucose was 325 mg/dl. During troubleshooting, customer was assisted in performing the self test, the test passed. Customer was advised to change the entire set and to monitor the device. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.